Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 476 mg/dl. Customer treated their high blood glucose levels via bolus delivery. Customer¿s blood glucose level went as low as 65 mg/dl. Customer believed the insulin pump over delivered insulin which resulted in low blood glucose levels. Customer was advised to monitor their blood glucose levels and that if needed an investigation on the insulin pump would be performed.